Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty to advance was unable to be confirmed as it was based on circumstances of the procedure due to anatomical conditions. The reported break/fracture was not confirmed; however, stretched tip coils were noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and observations from the returned analysis, the reported difficulty advancing and damage to the barewire tip appears to be due to circumstances of the procedure. It is likely that the tip of the barewire interacted with the calcified 95% stenosed lesion resulting in the noted stretched tip coils. There were no fractures noted. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified, heavily tortuous carotid artery that is 95% stenosed. A long 6fr 90cm unknown sheath was placed in the common carotid and an attempt was made to cannulate the internal carotid with the barewire and emboshield nav6; however, the angle of the artery made it very difficult to torque the barewire. Therefore, a new .018 angled catheter and a fresh long 315cm barewire was used to cannulate the internal carotid and the emboshield nav was back loaded onto the barewire. When advancing the new barewire through the distal section catheter resistance was felt at the tip of the barewire and once the catheter and barewire had traversed through the lesion the barewire was removed to do a contrast run. However, once the barewire was inspected once removed and it appeared to be a fractured at the tip. A new barewire was used to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.